Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that on insertion of laproscope, the seal on the camera trocar from the ftr12 kit, split leading to loss of pneumoperitoneum. More info to follow as surgeon is on vacation.